Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Blood glucose level at the time of the incident was 425 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump had insulin flow blocked alarm. Customer was using auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.